Manufacturer narrative:
Additional information: (B)(6). The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device had low audio. The cause was identified to be a loose speaker, the rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device had low audio. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 03/17/2021.